Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight low glucose values around 75 mg/dl while using the ilet system, and the user was educated not to pre-treat lows; no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond education, and no hospitalization. Investigation included case review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no identifiable device component issue, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.